Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6)2021 on a nasopharyngeal swab in direct media transport. Confirmation testing was performed on a nasopharyngeal swab in viral media transporton (B)(6)2021 with cepheid pcr and generated negative results. The customer confirmed that the patient was symptomatic. Patient impact: admission to the cohorting area.

Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1007515 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1007515, test base part number 190-430 / lot: 1007515. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1007515 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.